Event description:
Customer reportedly obtained results of 28 mg/dl and greater than 200 mg/dl on the advantage system within 10 minutes. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.